Event description:
The customer reported unexplained high blood glucose for the past two weeks. The customer's most recent glucose reading was 250mg/dl. The customer was treating his blood glucose with the insulin pump and manual injections. The customer stated that he changed the infusion set to solve the issue. Troubleshooting was performed. Ran a fixed prime and the test passed. Performed high pressure test twice and the insulin pump failed the tests. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.